Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: precaution impella cp with smartassist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock (ami/cgs) implanted with an impella cp device for mechanical circulatory support (mcs) limb ischemia, access site bleeding and intracranial hemorrhage with a demised outcome. The patient was taken for emergent percutaneous coronary intervention (pci) to left anterior descending (lad) artery. During the stay, patient began to experience respiratory distress, progressively became worse the following morning and was emergently intubated and required inotrope/pressor support. Troponin level was greater than 200, and the physician was concerned that lad stent was occluded. The decision was made to place an impella cp impella in the presence of ami/cgs, which was successfully implanted without incident. Following the implant, however, both of the patient's legs were cold to the touch with no palpable pulses. Distal flows were optimized and the issue resolved by the following day. A computed tomography (CT) scan then showed a small subarachnoid hemorrhage with no retroperitoneal bleed or any other source of bleeding. The clinical consultant went back to the CT scanner to check again, and it noted intraparenchymal hemorrhage. The patient's neurological responses declined. The following day another CT scan was completed, and it showed stable hemorrhage. The decision was made to hold plavix and start heparin. A bleed from the impella site developed, and one unit of fresh frozen plasma and one unit of packed red blood cells were given as treatment. Support continued for approximately another four days with the implanted impella cp pump despite the noted conditions. It was noted the patient also remained on mechanical ventilator support, veno-arterial-venous extracorporeal membrane oxygenations, and continuous renal replacement therapy. After five days of total support, the patient's family made the decision to withdraw care due to the patient's lack of neurological progress. The patient expired, and the impella related complications may have possibly added to or compounded an already complex situation. Medical safety review of the event noted there is not enough information to exclude the impella as an associated factor in the patient's outcome.